Event description:
This ra lead was implanted on (B)(6) 2012 and remains implanted at this time. A product experience report received on (B)(6) 2017 states that the lead showed noise. The physician was dr. (B)(6) at (B)(6) hospital, australia. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).